Event description:
Failure to alarm: exudate is leaking but the alarm is not going off.

Manufacturer narrative:
This medical device report (MDR) is being submitted by smith & nephew as a result of a retrospective review of complaints, including adverse events, as part of corrective and remediation actions following the issuance of the 483 issued november 26, 2013 to smith & nephew, inc. (B)(4). Smith & nephew is performing a two-year retrospective review of complaint files to re-assess reportability criteria and reporting decisions made for complaints recorded during the time period under review. This complaint has been re-assessed in accordance under the provisions of 21cfr 803.50 and deemed reportable as an MDR. We are submitting one (1) initial, 30 day report, medwatch FDA form 3500a, for a purported device malfunction which occurred while using the renasys go rental device. The reported complaint was confirmed; upon an evaluation of the returned device. The device was found with top case broken and a leaky vacuum motor. The root cause for the issue reported is a defective vacuum motor. The parts were replaced and it was updated with the software version 0.68. All functional testing were conducted with pass results. After the fact, the pump is working within specifications. A replacement was provided to the customer to continue with the therapy. Smith & nephew has issued (B)(4) to initiate renasys product labeling updates. These labelling updates will provide enhanced information on the functionality of the alarms as they relate to the design of the device, and scenarios that can occur in clinical settings which may impact alarm functionality.